Manufacturer narrative:
B5: the reporter indicated that a 13. 7mm, vticm5_ 13. 7, -11.50/2.0/67 (sphere/cylinder/axis), implanted collamer lens was implanted into the patient's right eye (od). Excessive vault, pigment dispersion, glare/haloes and blurred vision was observed. "Icl too big" was reported for cause of event. "Pigment on iol. Excessive high vault. Iop ok but narrow angle. Halo and glare by lens position" was reported for status of the eye (signs/symptoms). It was reported that the lens was removed and replaced at an unknown date and the patient is happy. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13. 7mm, vticm5_ 13. 7, -11.50/2.0/67 (sphere/cylinder/axis), implanted collamer lens was implanted into the patient's left eye (os). Excessive vault, pigment dispersion, glare/haloes and blurred vision was observed. "Icl too big" was reported for cause of event. "Pigment on iol. Excessive high vault. Iop ok but narrow angle. Halo and glare by lens position" was reported for status of the eye (signs/symptoms). It was reported that the lens was removed and replaced at an unknown date and the patient is happy. Claim#: (B)(4).

Manufacturer narrative:
Weight-race- unk. Date rec¿d by MFR: this product is not marketed in the us. Health effect- clinical code 4581: narrow angle, pigment dispersion. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -11.50/2.0/67 (sphere/cylinder/axis), implanted collamer lens was implanted into the patients eye. Excessive vault, pigment dispersion, glare/haloes and blurred vision was observed. Lens remains implanted. "Icl too big" was reported for cause of event. "Pigment on iol. Excessive high vault. Iop ok but narrow angle. Halo and glare by lens position" was reported for status of the eye (signs/symptoms). If additional information is received a supplemental medwatch report will be submitted.